Manufacturer narrative:
This MDR is being submitted due to the stated reaction experienced by the patient after a mixture of acell's micromatrix powder reconstituted with plasmalyte and platelet rich plasma (prp) was injected into the scalp for the treatment of hair loss. A review of the manufacturing records for this lot identified no deviations in the production process that fall outside of specification. The device was manufactured and distributed sterile in compliance with FDA, state and local laws and regulations and acell's operating procedures. There has been biocompatibility testing performed per iso10993 on acell's micromatrix product line which has demonstrated micromatrix does not cause adverse responses in test subjects. The use of this product for hair loss treatment is off label and not recommended or promoted by acell, inc.

Event description:
On (B)(6) 2019 acell received notification from a physician that a patient developed fever and pleurisy like symptoms (chest and back pain) after a hair restoration procedure with micromatrix, plasmalyte and platelet rich plasma (prp). The procedure was done on (B)(6) 2019 and the patient developed the aforementioned symptoms on the same day. There has not been any treatment advised to the patient or medical intervention post incident.